Event description:
The manufacturer service technician reported that paint chips were wear and tear while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that paint chips were present. It was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.